Event description:
It was reported that thirteen days post implant, this right ventricle (rv) lead exhibited fluctuating sensing and thresholds and appeared to have microdislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.